Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that two rt226 infant ventilator circuits were found leaking. There was no reported patient harm.

Manufacturer narrative:
(B)(6). The subject rt226 infant ventilator circuits have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section h11: method: the subject rt226 infant ventilator circuits were received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and leak tested. Results: visual inspection found no physical damage to the breathing circuits. Leak testing confirmed the presence of a leak. Further inspection of both devices identified a deformity on the duckbill slit, which was determined to be the source of the leaks. Conclusion: the reported leaks were confirmed, and were due to a deformity in the duckbill slit on the swivel connector of the circuits. All rt226 infant ventilator circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt226 infant ventilator circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that two rt226 infant ventilator circuits failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.